Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specifications. The unit passed the displacement test. Motor error alarmed during basic occlusion testing due to moisture on back pressure sensor. Unable to test for prime and system sensor, occlusion test and excessive no delivery test due to motor error alarm. No unresponsive buttons noted. All buttons function properly. No moisture damage or corroded keypad traces noted. The connector at the lcd board was found locked. The unit had cracked belt clip slot, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit and was unable to clear the screen. Customer does not recall any significant events leading to the error. Customer's blood glucose was 203 mg/dl at the time of incident. Troubleshooting was done for battery out. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.